Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient had a seroma around the ipg site. Fluid was drained from the site. Follow-up indicated that the site is healing well and the patient is using the device to find effective pain relief.